Event description:
A portion of the depuy spine leopard implant was broken during insertion. Piece was removed and the surgeon felt that there was no problem with the integrity of the device. No pt injury was reported as a result of this event.